Event description:
It was reported that the user experienced hyperglycemia of unclear cause while using the ilet with subcutaneous insulin via pen, with a reported glucose value of 600 mg/dl; troubleshooting and education were completed. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included the need for self-management interventions without reported hospitalization. Investigation included a review of troubleshooting steps and user education related to device use and glucose management. Investigation of this case revealed no confirmed device malfunction or component failure and no identifiable root cause for the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.